Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for this event. Treatment for this event was not reported. Action taken with therapy was not reported. At the time of this report, it was not reported if the patient has recovered from this event. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced peritonitis. The peritonitis was manifested by abdominal pain and fibrin. The cause of the event was reported to be due to a break in aseptic technique, further described as the patient put the patient line in the toilet and also did not wash their hands. The patient was not hospitalized for the event. The patient was treated with cefazolin (dose, route, frequency and duration not reported). The patient was retrained on proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).